Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device displayed slow and unresponsive touchscreen behavior during user training, and the user was provided a replacement device after basic cleaning did not resolve the issue. Symptoms included no adverse physiological effects, and blood glucose was unaffected because therapy had not begun. Outcomes included product replacement and return of the original device. Investigation included device return logistics and a review of user-reported performance with supporting video. Investigation of this case revealed a touchscreen responsiveness problem consistent with a device hardware or interface malfunction, with no alarms reported and no impact on glycemic control. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the touchscreen interface.